Manufacturer narrative:
Exemption # e2012017 report late due to asr to individual reporting transition.

Event description:
Per complaint 51340, during post operative check patient experienced swelling and early bone loss around the implant was observed.